Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and the polyurethane sheath was inserted via the patient's right femoral artery without issues. When the clinical technologist inserted the driveline tubing into the pump and started the pump it did not inflate the balloon in the aorta; the balloon did not unwrap. The md took a 50cc syringe and withdrew from the balloon and injected 40cc air into the balloon; the balloon unwrapped. On insertion of the driveline into the pump, again the pump (s/n (B)(4) did not inflate the balloon. Another pump (s/n (B)(4) was retrieved and the driveline tubing was inserted into the pump. This pump also did not inflate the balloon. Again, the md took the 50cc syringe and withdrew from the balloon catheter before inflating it with 40cc air and the md found blood coming from the balloon. As result, the iab was removed. A competitor's 40cc catheter was inserted into the same insertion site and connected to a competitor pump. There was a reported five minute delay/interruption in iabp therapy, but no harm to the patient reported. There were no patient complications, death or injury. Medical/surgical intervention was not required. The patient outcome is listed as "patient went home after a few days".

Manufacturer narrative:
(B)(4).